Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that there was blood discovered in the tip of the catheter after it was removed from the body. The catheter had only been in the body for about five minutes before it was removed. The blood was flowing forward but they did not see any damage to the catheter itself or to the tip. The catheter was replaced and the procedure was continued. No adverse patient consequence was reported. The foreign material issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 24-jun-2024, there was a hole in the pebax and reddish material. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 24-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and microscopical inspection of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a microscopical analysis revealed a hole in the surface of the pebax. A manufacturing record evaluation was performed for the finished device lot number 31285605l, and no internal action was found during the review. The pebax issue reported by the customer was confirmed as a hole in the surface was detected during analysis. The potential cause of the pebax damage could be related to an unintended use of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).